Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08424. It was reported that a rotawire fracture occurred. A 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.5mm rotablator rotalink plus and rotawire¿ and wireclip¿ torquer were selected for use. During set-up, outside the patient's body, the rotawire got detached near the burr tip upon adjusting the rotational speed. The procedure was completed with another with same rotawire. No patient complications were reported.